Manufacturer narrative:
One mst1009 was received for investigation on 2/28/2017 and analyzed on 3/21/2017. Device was found to be in good condition. Evidence of use in a procedure was present on the needle, housing, shaft and tubing. Device initialized normally. Device functionality was tested under simulated conditions. Device initialized normally, but did not obtain samples. Event was duplicated - found to be a clogged cutter. Device was cleared of any tissue in cutter and was then able to obtain samples with ease. The device history records were reviewed and there were no non-conformances that would relate to this failure. Due to the discovery of the tissue within the cutter, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that the doctor pressed the sample button twelve times, however no tissue sampled.